Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr d/l powerpicc catheter was returned for evaluation. One video of someone infusing a clear liquid into the red lumen of a powerpicc catheter was returned for evaluation. An initial visual observation revealed use residues throughout the returned device. A small hole was observed in the red lumen extension tubing of the returned catheter. An initial visual observation of the returned video showed someone holding the red lumen extension tubing and injecting a clear fluid into the lumen. A leak was observed in the extension tubing just distal of the red luer. A functional test of infusing water into each of the lumens using a 12 ml syringe revealed a leak in the extension tubing of the red lumen. A microscopic observation revealed sharp, uneven fracture edges at the split site in the extension tubing. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Additional information received on 6/30/2025: the leak was found during an IV infusion. There was no patient harm. Catheter was removed and replaced. The event did not cause a clinically significant delay in therapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, catheter clear extension tubing leakage. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.